Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump passed self test but was not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected pump error 49, pump error 23, pump error 81 or pump error 28 alarms noted during testing. No off no power anomalies noted during testing. No pump error 84 alarms noted during testing. The motor was tested outside of the device and passed. Pump trace download confirmed pump error 4 alarm followed by a pump error 2 alarm, problem isolated to all electronic assemblies. Pump error 53 was present in the pump trace download due to possible hardware issue. Unable to determine root cause of pump error 53 per r&d. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label..